Event description:
The pt experienced a burning sensation in his buttock, just below the lead. It felt like the lead was hot and like there was a short. The pt sat often in a hard chair and thought this may have affected the lead. His urinary symptoms returned slowly over the past two months and he went back to self-cathing. The device was reprogrammed but the burning sensation was not relieved. It was noted that during reprogramming, the device turned off by itself. Further info is being requested from the hcp.